Event description:
Anterior cervical plate implanted in 1999. X-rays reveal on 1/21/00 two superior screws broke, top locking plate holds in place. No injury alleged, fusion appears to have taken place.